Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the breath delivery unit (bdu) central processing unit (cpu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, while in use on a patient, a 840 ventilator went into an inoperative state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.